Event description:
It was reported that there was a suspected issue with the programmer. The health care professional didn't suspect a pump issue, but was going to complete a roller study to rule out any issues with pump. It was believed that the patient would have a catheter revision. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information regarding the suspected programmer issue: it was reported when the user pulled up the logs, ¿it does give [the user] the selection of the logs and it keeps going to all these screens.¿ the user couldn¿t pull the logs up right away.

Event description:
It was reported that the issue with the programmer resolved; it was more of a user error. The dye study and roller study were normal with no malfunctions found. All issues had resolved. There was no report that the patient actually went through with the catheter revision.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8840, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).